Event description:
It was reported by the aci sales professional that an (B)(6) year old patient underwent a procedure on an unknown date. Access was obtained via a 5f sheath (model unk). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure when the physician started to pull back, before the balloon reached the tip of the sheath. No further information is available.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 4.5mm from the balloon proximal tip. The review of the lhr (lot f1315404) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation preformed, the root cause of the tear could not be conclusively determined.